Manufacturer narrative:
Analysis of the catheter, model#8781, lot# n551600006, found a catheter body kink that would occlude during pressure testing when bent to a narrow radius. It was noted initial patency testing found the catheter to be occluded. The occlusion broke loose during the decontamination process and passed subsequent patency testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8781, lot# n551600006, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received gabalon (unknown concentration, 635mcg/day; therapy initiated (B)(6) 2016) in an implantable pump cerebral hemorrhage. The patient had pre-existing complications of high blood pressure and symptomatic epilepsy (onset date of (B)(6) 2016; treated with lamictal). On (B)(6) 2016, the patient experienced increased spasticity/recurrence aggravated (observed via outpatient). On (B)(6) 2017, an increase of residual drug volume was observed. At this time there was a continuation of aggravated spasticity. On (B)(6) 2017, the residual drug volume was observed to be increased. On (B)(6) 2017, the patient was admitted to the hospital with considered trouble with the infusion system. The investigational drug remained unchanged. On (B)(6) 2017, a catheter angiography test was performed (also reported as catheter x-ray study). A catheter anomaly was suspected since baclofen could not be aspirated from the catheter via catheter access port (cap) during the angiography (effect of contrast was insufficient). It was further reported that on (B)(6) 2017 "screening" was performed and the effect was observed. As the aggravated spasticity was not improved, the decision was made to replace the spinal catheter on (B)(6) 2017. During removal of the catheter, tissue adhered around the tip of the catheter was observed. The attending physician's assessment indicated the possibility the catheter distal tip (small hole) might have been occluded due to "allergy or something." Inspection of both structure of the catheter and the tissue adhered to the catheter were requested. The causality was indicated to be not related to the investigational drug, pump, programmer, or surgical procedure, but related to the catheter. There was suspicion of a catheter anomaly. The severity was consider serious (reported as level 3, hospitalization or prolongation of hospitalization period for treatment of the adverse event). The adverse event outcome was reported as unknown. No further information was provide. There were no further complications reported/anticipated.